Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 418 mg/dl. The customer experienced high blood glucose levels since he received the insulin pump. The customer treated his high blood glucose level with a syringe. The insulin pump alarmed no delivery 30 times in a 4 day period. It was his third insulin pump in two weeks. While troubleshooting, insulin did not exit and the insulin pump alarmed. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.